Event description:
In spite of having been recharged for 8 hours, after only 15 minutes of ambulation with the vad dual drive console on battery power, the battery alarm sounded. The driver was plugged into ac power to recharge for 1.5 hours, but as the patient was returning to patient's room the battery alarm sounded again and the driver power began to fail. The patient was assisted to patient's room, but became light-headed and experienced temporary weakness. The patient was switched to a back-up dual drive console without further incident. A failure investigation determined that the battery pack for the uninterruptible power supply (ups) system was being used beyond its recommended service life of 12 months.